Manufacturer narrative:
No lens in unit carton.

Event description:
It was reported that the surgeon attempted to insert an aa4203tf toric silicone single piece and the lens tore. There was pt contact but no injury.